Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge segmental resection procedure, 3 firings were successful but at 4th firing, the surgeon could not fire using the same handle. Surgeon though that the tissue is thick so the reload was changed however could not fire the device. A new handle and new cartridge was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge segmental resection procedure, 3 firings were successful but at 4th firing, the surgeon could not fire using the same handle. Surgeon though that the tissue is thick so the reload was changed however could not fire the device. There was no patient injury.